Event description:
It was reported that the patient with this pacemaker device was scheduled to undergo MRI. A consult was done and during that time, the physician noticed few things which prompted to have the leads evaluated. The right atrial (ra) lead was showing loss of capture and was undersensing the atrial fibrillation (af). It was noted that there was intermittent loss of capture and intermittent noise. Troubleshooting was performed to check on leads if it was possible noise or ventricular tachycardia (vt). Boston scientific representative reached out to ts for troubleshooting and programming recommendations. Troubleshooting measures were taken or extensive troubleshooting measures were taken and couldn't rule out ra lead reported allegations. Technical services recommended x-ray imaging. Additional information received indicated that the patient did not go into MRI. The plan is to continue monitoring. This device remains in service. No adverse patient effects were reported.